Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ear. The broken pieces were too small to be measured. No pieces were returned with the instrument. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument was cracked at the area of the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: item was reported as cracked not broken. It was found in spd. There were no fragments and patient did not return due to complications.